Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
A male patient (age unknown) underwent a therapeutic egd procedure for gastric hemostasis. The resolution clip device detached prior to initiation of the deployment sequence. Another of the same device was utilized to successfully complete the procedure. The patient did not sustain any reported complications or ill effects as a result of the premature deployment. The patient condition is reported as satisfactory and good.